Event description:
It was reported that during implant attempt, the "bmw" guidewire became stuck in the lumen. High impedence and no capture were noted after the wire was stuck. Sensing difficulty and no pacing output were also noted. The lead was not implanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached (abrasion). The analyst noted that it was apparent that when attempting to pull back the guidewire, its coating became ensnared with the distal conductor. This caused a distortion of the filars, which in turn caused each filar's coating to breach, resulting in the two co-radial filars shorting together. Full lead returned and analyzed.